Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable, as lens remains implanted. Initial reporter telephone number: (B)(6). Device evaluation: an incomplete product was returned to the manufacturing site for evaluation. Product testing could not be performed because no iol was received as part of this return (lens remains implanted). Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional event was received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) with serial number (B)(4) was implanted; however, due to scratches on the optic the iol was removed and replaced straight away causing a 20 minute delay. The back-up iol with serial number (B)(4) was implanted instead. This lens also had scratches but remains implanted. No further details were provided. This report is for the back-up iol. A separate report is being submitted for the other lens involved.

Manufacturer narrative:
Corrected data: upon further review, it was noted that section h6 was addressed inappropriately in the initial MDR report. Therefore, this supplemental filing is to correct section h6-type of investigation by adding codes 3331 and 4109. The following sections have been updated accordingly: section h6-type of investigation: 3331 section h6-type of investigation: 4109 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.